Event description:
After transporting patient to new room, the ventilator started alarming "low fio2". Vent alarmed low fio2. Vent was pulled from service and tested. Vent passed testing and was returned to use on units. No harm to patient.